Manufacturer narrative:
Intuitive surgical, inc. (Isi) received (2) monopolar curved scissor (mcs) tip cover accessories involved with this complaint and completed the device evaluation. On the first product that was tested, failure analysis (fa) did not replicate or confirm the reported issue. The mcs tip cover accessory was returned sealed in its original packaging. The seal was removed from the packaging and inspected. The seal was found to have no physical damage. The mcs tip cover accessory was then installed on an in-house instrument and then the instrument was installed and driven on an in-house system. The mcs tip cover accessory did not tear and did not fall off the instrument at any point during testing. On the second product that was tested, fa did not replicate or confirm the reported issue. The mcs tip cover accessory was returned sealed in its original packaging. The seal was removed from the packaging and inspected. The seal was found to have no physical damage. The mcs tip cover accessory was then installed on an in-house instrument and then the instrument was installed and driven on an in-house system. The mcs tip cover accessory did not tear and did not fall off the instrument at any point during testing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory, installed on an mcs instrument, split open and ended up falling inside the patient's stomach. The mcs tip cover accessory was retrieved during the same surgical procedure. Additionally, the procedure was completed with no report of patient harm, adverse outcome or injury. It is unknown if the alleged issue caused a procedure delay. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the mcs tip cover accessory for failure analysis evaluation. However, as of the date of this report, the device has not been returned. Therefore, the root cause of the customer reported failure mode cannot be determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.